Event description:
A medtronic representative reported that the navigation system computer was unresponsive at different stages of the navigation system software. No further details regarding the issue or event were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement computer shipped to site for issue resolution. A medtronic representative replaced the computer and after which, performed a navigation system check-out, all areas passed. Reported issue was resolved after the replacement of the computer. No parts have been received by the manufacturer for analysis.